Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee surgery, the blade broke at the shaft. It was further reported there was a minor delay as a result of this event to swap out the blade and no adverse consequences were reported. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total knee surgery, the blade broke at the shaft. It was further reported there was a minor delay as a result of this event to swap out the blade and no adverse consequences were reported. It was further reported that the procedure was completed successfully.